Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip was inserted down the scope and positioned within the colon to treat a post-polypectomy bleed. However, at this time, it was discovered that the clip would not advance out of the sheath. The entire clipping device was then removed from the patient. The account reported that the scope was not in a retroflex position, and that there was no visible damage to the device. There was an estimated delay of approximately one minute in the procedure due to the malfunctioned clip; this delay did not exacerbate the bleed. A second resolution clip was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath. It was also noted that the device was half deployed. The yoke was still attached to the control wire. The clip assembly was detached from the bushing, and was located inside the over sheath. The control wire was actuated several times and the yoke deployed. As evident by the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip was inserted down the scope and positioned within the colon to treat a post-polypectomy bleed. However, at this time, it was discovered that the clip would not advance out of the sheath. The entire clipping device was then removed from the patient. The account reported that the scope was not in a retroflex position, and that there was no visible damage to the device. There was an estimated delay of approximately one minute in the procedure due to the malfunctioned clip; this delay did not exacerbate the bleed. A second resolution clip was used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.